Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose level was around 600 mg/dl. At the hospital, the customer's blood glucose level was brought down to around 300 mg/dl. Customer was nauseous and was dry vomiting. The customer was taking antibiotics for a virus. The customer stated that they might have inserted the cannula into scar tissue. The customer was wearing the insulin pump at the time of the emergency room visit. The customer received three no delivery alarms and noticed a bent cannula. The device was not returned.